Event description:
(B)(4). Initial info received from a consumer on 06/03/2008: a female consumer reported that she had one injection of poly-l-lactic acid (sculptra,) treatment date not provided, and now has bumps under her eyes that will not go away. She indicated that they seem to be getting more noticeable. Onset of event not provided. Lot number/ expiration date not provided. No further medical info reported. Additional info for sculptra (lot #/ expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received on 06/09/2008: the consumer called (B)(4) and stated that her indication for use of poly-l-lactic acid was "cosmetic reasons." Date of birth provided as (B)(6) and her current age is (B)(6). Date of therapy and onset of event reported as "about a year ago" and treatment with poly-l-lactic acid does not continue. Event reported as "large bumps under my eyes that started about a year ago." Onset of event reported as one year ago, and is ongoing (not recovered.) She indicated that she had received no treatment for the bumps. Concomitant medication includes estradiol, levonorgestrel transdermal (climara patch). Medical history reported as "none." Lot number/expiration date not provided. No further medical info reported.